Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure angulation was confirmed and interference lines was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was deformed, the video cable was broken, the outer tube had a dent, the charged coupled device was broken and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reportable malfunction interference lines- no problem was detected and the most probable cause of the malfunction found during device evaluation traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had interference lines showing on the screen. The issue was found during a sedation for a cardiac case procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.